Event description:
It was reported by the pt that following an anterior and posterior repair procedure in 2008, the mesh disintegrated into her vagina causing infections, unsuccessful mesh removal surgeries, urinary incontinence, sexual dysfunction, and emotional pain. Additional info has been requested, but not yet received.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.